Event description:
Right ulnar shortening performed. For 2 yr post injury pain. Pt was plated with a 6-hole peritubular plate. Pt was maintained in a cast post-operatively and had a fall with an acute increase in pain over the ulnar area. X-rays in the office demonstrated a fracture through the plate. Plate was removed and a 7-hole narrow dcp plate was applied.